Manufacturer narrative:
No event date was provided, the first date of the month of the aware date was used.

Event description:
It was reported that an inadvertent deployment occurred. An innova self expanding stent was selected for a procedure. During preparation, the stent started to deploy before it was in the patient. There were no patient complications reported.

Event description:
It was reported that an inadvertent deployment occurred. An innova self expanding stent was selected for a procedure. During preparation, the stent started to deploy before it was in the patient. There were no patient complications reported. Additional information reported that the procedure was superficial femoral artery (sfa) stenting. The issue was resolved with using a different stent. The patient's status was good post procedure.

Manufacturer narrative:
Event date - no event date was provided, the first date of the month of the aware date was used. Updated: event description, lot number, expiration date, unique identifier number, device manufacture date.